Event description:
A us distributor reported that a monitor's rear response button was not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response button non-functional) was confirmed. The cause for the failure was that the rear response button cable was cut. The root cause of the cut cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.